Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who received unknown baclofen (unknown concentration and dose) in an im plantable pump for intractable spasticity and multiple sclerosis. The catheter was discovered to be loose via x-ray. The healthcare provider (hcp) continued to increase the medication dose, thinking the multiple sclerosis was getting worse. However, the catheter had "come loose" and the drug was not being delivered to the target area. The symptom progression began in 2013 and the loose catheter was diagnosed in (B)(6) 2015. The pump and catheter were subsequently replaced on (B)(6) 2015 (device registry lists date as (B)(6) 2015). The patient was given an extra catheter "up to her shoulder" to allow for more slack and it was "pinned" in place securely. Additional information was requested from the managing healthcare provider (hcp) regarding drug information, concomitant medications, pertinent medical history, and if the cause of the loose catheter was determined. If additional information is received, the event will be updated.

Event description:
Additional information received from a healthcare professional (hcp): pertinent medical history was listed as multiple sclerosis. Other medications the patient was taking at the time of the event were not applicable. Regarding the loose catheter event, the cause was not determined. The type of baclofen delivered via the pump was specified as lioresal 2000 mcg/ml; the dose was 366.1 mcg/day. The pump was last refilled on date 4(B)(6) 2015. The dose rate was changed following the new pump implantation on (B)(6) 2015.